Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see correction to h6 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the light guide (lg) lens dirty likely due to physical stress caused by hitting distal end of the device or dropping distal end, or chemical stress caused by chemical solution used, adhesive around lg-lens peeled off and moisture entered inside of lg-lens and corroded. The event can be detected and preventable by following the instructions for use (IFU) section: IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope IFU states the preventative measures in tjf-q190v reprocessing manual 5.5 manually cleaning the endoscope and accessories olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for preventative maintenance. Due to an annual inspection, parts must be replaced. In addition to evaluation in b5, the grip had a scratch. The right/left knob had a scratch. The up/down knob had a scratch. The air/water cylinder had no color. The suction cylinder had no color. The switch box had a scratch. Electrical contact of endoscope connector was deformed. The light guide lens had a crack. The connecting tube had a cut. The distal end was shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer returned an evis exera iii duodenovideoscope to olympus for preventative maintenance. There was no complaint associated with this maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: there was a stain inside of the light guide lens.